Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "during an interfacility transfer, the t1 transport ventilator went completely blank with no screen and no setting. The ventilator continued to perform based on the programmed settings with no harm to the patient occurring. Upon arrival at an ICU, the patient was transferred to a hospital-based ventilator. The ventilator was tested by the care team with no screen display visible upon reset. Clinical engineering was sent the device for inspection which found a loose component had resulted in the screen display becoming non-visible". - this occurrence was noticed at the time the patient was ventilated and transported. - there is no need for any medical intervention reported. Even though there was no screen display, the fan continued to work with the previously set settings while the patient was transported from location a to location b. - neither delay in treatment nor harm to the patient, user or third party has been reported. Follow up 1, additional information: contact details and address added in entry field e1.

Manufacturer narrative:
Hamilton medical ag case number is (B)(6) follow up 1, additional information: contact details and address added in entry field e1.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "during an interfacility transfer, the t1 transport ventilator went completely blank with no screen and no setting. The ventilator continued to perform based on the programmed settings with no harm to the patient occurring. Upon arrival at an ICU, the patient was transferred to a hospital-based ventilator. The ventilator was tested by the care team with no screen display visible upon reset. Clinical engineering was sent the device for inspection which found a loose component had resulted in the screen display becoming non-visible". This occurrence was noticed at the time the patient was ventilated and transported. There is no need for any medical intervention reported. Even though there was no screen display, the fan continued to work with the previously set settings while the patient was transported from location a to location b. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "during an interfacility transfer, the t1 transport ventilator went completely blank with no screen and no setting. The ventilator continued to perform based on the programmed settings with no harm to the patient occurring. Upon arrival at an ICU, the patient was transferred to a hospital-based ventilator. The ventilator was tested by the care team with no screen display visible upon reset. Clinical engineering was sent the device for inspection which found a loose component had resulted in the screen display becoming non-visible". This occurrence was noticed at the time the patient was ventilated and transported. There is no need for any medical intervention reported. Even though there was no screen display, the fan continued to work with the previously set settings while the patient was transported from location a to location b. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.